Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens in the right eye using the ez-28 delivery device. During insertion, the surgeon noticed that one of the haptics had torn off and remained in the injector. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second iol was implanted successfully and the pt's prognosis is good. Reference MDR #1119279-2010-00045.

Manufacturer narrative:
The lens injector has been returned to b+l and is currently being evaluated. Results will be submitted to FDA in a supplemental report. Root cause: according to the surgeon, the lens damage was attributed to the lens injector where the lens was loaded incorrectly. (B)(4).